Event description:
The customer contact reported the clave secondary port broke off. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that while the nurse was connecting an unspecified 3 ml syringe to the clave secondary port on the cassette of the primary tubing set for delivery of 10 mg decadron, the clave secondary port broke off. The syringe and the tubing set were replaced and the therapy was resumed. Although there was potential for a leak, no leakage was reported. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.